Manufacturer narrative:
No patient involvement reported. Date of event is unknown. Device is an instrument and is not implanted / explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. (B)(6). Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follow: it was reported that cutting plier - t carbide piece is detached. No patient involvement, patient injury or surgery delay has been reported. This report is for one (1) bending/cutting plier. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was confirmed there was no patient involvement.

Manufacturer narrative:
Device history records review was completed for part# 391.962, lot# t106171. Manufacturing location: (B)(4), manufacturing date: jul 30, 2014. No non conformance reports were generated during production. Review of the device history record of (B)(4) showed that there were no issues at the time of manufacturing of this device that would contribute to the issue outlined in this complaint. A review of inspection records and certifications, confirm that the components and final product met inspection records. All (B)(4) parts of the lot were checked 100% for important features and for function at the final inspection on 30-jul-2014. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was received and evaluated. Received condition: one of the hard metal inserts on the cutting feature of the received bent/cut pliers has detached as complained. The detached hard metal insert is available; it is intact nothing is broken off. Beside that the pliers is in an overall good condition. Device history review: the DHR review shows that the production procedure was according to the specifications at the manufacturing time in july 2014 and there were no issues that would contribute to this complaint condition. A review of inspection records and certifications, confirm that the components and final product met inspection records. All 31 parts of the lot were checked 100% for important features and for function at the final inspection. Conclusion: the microscopic investigation shows that the separated parts have solder leavings on both bonding areas what proves that the solder bond met the specifications at the time of manufacturing. The manufacturing records were reviewed and no deviation to the specification was found. We are not able to determine the cause of the solder bond failing. We suppose that a mechanical overloading situation led to the damage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.